Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The main component of the system from the first event; other applicable components are: product ID: 3389, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Hrabovsky, d., balaz, m., rab, m., feitova, v., hummelova, z., novak, z., chrastina, j. Factors responsible for early postoperative mental alterations after bilateral implantation of subthalamic electrodes. British journal of neurosurgery. 2016:1-5. Doi: 10.1080/ 02688697.2016.1226256 summary: early postoperative mental changes are the most frequent problem after bilateral subthalamic electrode implantation. The study aims to find an association between them and factors related to patient, disease and surgery, including the size of the third ventricle as brain atrophy marker. Reported events: it was reported that 20 patients with bilateral subthalamic electrodes implanted for motor complications of parkinson's disease experienced early postoperative mental status alterations requiring unplanned medical treatment. The issues reportedly occurred 0-3 days after electrode implant and prior to implantable neurostimulator (ins) implantation. It was noted that these patients had an average age of 64 years and that their age was significantly higher than the 60 other patients who had an average age of 60 years. The percentage of left sided electrodes implanted in an anterior trajectory was significantly higher in the patients who exhibited early mental changes. It was additionally noted that three of the patients had a gap between the medial margins of their mammillary bodies (imd) that exceeded 8 mm and that two of these patients had an imd that was >10 mm. The issues lasted from 12 hours to 7 days. It was reported that seven patients with bilateral subthalamic electrodes implanted for motor complications of parkinson's disease experienced early postoperative confusion without aggressiveness. The issues reportedly required unplanned medical treatment and lasted from 12 hours to 7 days. It was reported that two patients with bilateral subthalamic electrodes implanted for motor complications of parkinson's disease experienced early postoperative drowsiness lasting more than 24 hours. The issues reportedly required unplanned medical treatment and did not last more than 7 days. It was reported that seven patients with bilateral subthalamic electrodes implanted for motor complications of parkinson's disease experienced early postoperative confusion with restlessness. The issues reportedly required unplanned medical treatment and lasted from 12 hours to 7 days. It was reported that four patients with bilateral subthalamic electrodes implanted for motor complications of parkinson's disease experienced early postoperative aggressiveness with paranoia. The issues reportedly required unplanned medical treatment and lasted from 12 hours to 7 days.